Manufacturer narrative:
Unit received with no button response due to moisture on keypad traces. Unit had moisture damage on the electronic stack. Unable to perform the displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump was dropped in water and no longer was functioning. Fog was visible under the lcd display. The insulin pump failed the self-check mode and emitted a constant tone after the battery was changed. The insulin pump's screen went blank as well. Customer's blood glucose level was 12.9 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.